Event description:
The customer has a user-defined photometric assay with no water volume entered for the sample dilution (acetaminophen, lipase, and fentanyl). This issue occurred on the instrument, which was connected to alinity ci-series system control module, sn (B)(6), software version 3.4.0. There was no impact to patient results, patient management, or user safety.

Manufacturer narrative:
Further investigation into this issue found this incident was impacted by an issue identified in alinity ci system software v 3.4.0 or below, where when a user-defined photometric cc assay is created and no water volume is entered for the sample dilution, the software does not evaluate the total sample volume limits. In this case the total sample volume may be below or above the defined sample volume limits. The issue has the potential to generate incorrect results. The alinity ci system software v3.4.0 on the alinity scm, sn (B)(6), failed to meet performance specification or otherwise perform as intended at the customer site; thus, a deficiency was identified. Abbott is releasing alinity ci software version 3.5.0 to correct the issue and enhance the overall system. A product correction letter was issued on 30may2023 to all alinity customers who have installed alinity system control module (scm), notifying them of the issues in alinity ci software versions 3.4.0 and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their system to alinity ci series to software version 3.5.0 as well as the necessary actions until software version 3.5.0 is installed.

Manufacturer narrative:
This supplemental MDR is being submitted to correct the prior MDR submission. Upon further review of the incident, it was identified that the customer had not experienced the issue that the software was not able to evaluate the total sample volume limits when a user-defined photometric cc assay was created and no water volume was entered for the sample dilution, but rather the customer was unable to complete the necessary actions for this potential issue described in the product correction letter issued on 30may2023 due to incorrect directions. The customer has since received the revised product correction letter with the updated necessary actions for this potential issue. Therefore, this incident is not related to the deficiency identified for the alinity ci system software v3.4.0 and below.

Event description:
The customer has a user-defined photometric assay with no water volume entered for the sample dilution (acetaminophen, lipase, and fentanyl). This issue occurred on the instrument, which was connected to alinity ci-series system control module, sn (B)(6), software version 3.4.0. There was no impact to patient results, patient management, or user safety.